Manufacturer narrative:
Note: product reference 4432096 is not cleared in USA, but this reference has the same implantation accessories as the product reference 5433842 cleared under #510k130576.

Event description:
"After port implantation, winged surecan needle (supplied in the access port kit) was accessed on the port and patient was move to ward for further haic treatment. After haic treatment, nurse got needle stick injuries when withdrawing needle."